Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
El kharroubi a, dergamoun h, droupy s, wagner l. ¿valuation r¿trospective multicentrique de lefficacit¿ de bandelettes sous ur¿trales quatre bras et ajustables dans la prise en charge des incontinences urinaires l¿g¿res et mod¿r¿es apr¿s prostatectomie totale [retrospective multicentric evaluation of the efficacy of four-arms and adjustable male slings in the management of mild and moderate urinary incontinence after radical prostatectomy]. Prog urol. 2019 dec;29(16):989-994. French. Doi: 10.1016/j.purol.2019.06.003. Epub 2019 oct 3. Pmid: 31587865. According to the available information, of 25 patients implanted, two patients experienced urinary retention, one patient experienced pain, and one patient experienced an infection.